Manufacturer narrative:
Device identifier: (B)(4), product identifier: (B)(4) (B)(6) the device was evaluated by the field service technician on 01nov2019 for ultrasonic energy, irrigation and suction functions and all of the functions met the test specifications. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. No problem was found with the console. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative initially reported on (B)(6) 2019 that the c7000 cusa clarity console needed a service to determine the problem. The device was in contact with the patient for an unspecified procedure on (B)(6) 2019 with no patient injury reported. There was a delay in the case for 15 minutes. Additional information was received on 07nov2019 indicating that the device did not remove the tissue during the procedure. Sonopet was used to remove the tissue. An integra technician evaluated the device on site at the user facility and noted that the device was on specifications with no adjustments needed. Use error was suspected.